Event description:
The customer reported to olympus that the colonovideoscope had a very loose angulation. There were no reports of patient harm. The device was returned for evaluation. The event was found at maintenance. During the device evaluation, a white crystallized contamination believed to be a simethicone type product was identified in the air / water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: light guide cover glass was chipped, bending section cover had glue lifting, suction connector had water ingress, angulation was lower than standard, angulation had play, electrical safety test failed, up/down angle control assembly had mechanical resistance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed because reprocessing could not be conducted properly due to leakage from scope connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.